Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report multiple patient and quality control samples were tested with a vitros ca slide cartridge that was mis-identified as a vitros altv slide cartridge on a vitros xt 7600 integrated system. Vitros pv I, lot e2828 results of 45.7, 45.2 and 44.9 u/l vs. The range of means midpoint value of 121.4 u/l vitros pv ii, lot d2338 results of 280.3, 280.7 and 277.7 u/l vs. The range of means midpoint value of 138.7 u/l patient sample results were not listed as the customer did not provide the expected results. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The ortho tsc made multiple follow up attempts with the customer to determine if the affected patient sample results were reported outside of the laboratory, and if the samples were retested and if correct reports were issued. The customer has not yet provided the requested information after multiple attempts by the ortho tsc to obtain the information. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that multiple patient and quality control samples were tested with a vitros calcium (ca) slide cartridge that was mis-identified as a vitros altv slide cartridge on a vitros xt7600 integrated system. The assignable cause of this event is user error while manually loading a vitros slide cartridge. The vitros xt 7600 integrated system hardware and software were operating as expected. A total of 24 patient samples and 6 vitros performance verifier (pv) results were processed on the vitros ca slide cartridge mis-identified as an altv slide cartridge and erroneous altv results were obtained.